Event description:
Additional information received reported that there was no patient injury and the patient recovered without sequela.

Event description:
It was reported that while testing a lead for a new stage 1 dbs implant, the amplitude was turned up to 10v and the patient had no response. The manufacturer representative stated that impedance readings were not conducted, but everything pointed to the current not reaching the target. A new lead was used and the patient responded to the stimulation. The manufacturer representative planned on sending the lead in for analysis.

Manufacturer narrative:
Product ID: 3387, lot# v969850, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead model 3387s-40, lot v969850 found no anomaly. The electrodes of the lead were placed in a 0.9% saline solution. There was good impedance on every electrode pair. (B)(4).